Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 28-dec-2020. The most recent information was received on 07-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('intermittent overall pelvic pain') and device breakage ('persistence of an essure implant fragment remaining projecting in the medial presacral space') in an adult female patient who had essure (batch no. He011f3) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included elective abortion in 2012, multigravida, multiple cesarean sections (2004: caesarean section for haemorrhage with placental detachment secondary to breech presentation, 2011: caesarean section for breech presentation and cicatricial uterus) and parity 2. On (B)(6) 2016, the patient had essure inserted. In 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), neck pain ("cervical pain"), pain in extremity ("left arm pain "), abdominal rigidity ("tense abdomen "), disturbance in attention ("poor concentration") and speech disorder ("difficulty speaking"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant). The patient was treated with surgery (removal of implants by bilateral salpingectomy with coronectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, device breakage, asthenia, neck pain, pain in extremity, abdominal rigidity, disturbance in attention and speech disorder outcome was unknown. The reporter provided no causality assessment for abdominal rigidity, asthenia, device breakage, disturbance in attention, neck pain, pain in extremity, pelvic pain and speech disorder with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: essure in place, in 2/3 position on the right and 1/2 on the left. Lot number: he011f3 manufacturing date: 2015/11 expiration date: 2018/11/31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 28-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('intermittent overall pelvic pain') and device breakage ('persistence of an essure implant fragment remaining projecting in the medial presacral space') in an adult female patient who had essure (batch no. He011f3) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included elective abortion in 2012, multigravida, cesarean section (2004: caesarean section for haemorrhage with placental detachment secondary to breech presentation, 2011: caesarean section for breech presentation and cicatricial uterus) and parity 2. On (B)(6) 2016, the patient had essure inserted. In 2019, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), neck pain ("cervical pain"), pain in extremity ("left arm pain "), abdominal rigidity ("tense abdomen "), disturbance in attention ("poor concentration") and speech disorder ("difficulty speaking"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant). The patient was treated with surgery (removal of implants by bilateral salpingectomy with coronectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, device breakage, asthenia, neck pain, pain in extremity, abdominal rigidity, disturbance in attention and speech disorder outcome was unknown. The reporter provided no causality assessment for abdominal rigidity, asthenia, device breakage, disturbance in attention, neck pain, pain in extremity, pelvic pain and speech disorder with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan on (B)(6) 2016: essure in place, in 2/3 position on the right and 1/2 on the left. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.